Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced a kinked cannula. The blood glucose level of the patient was high which was corrected by correction bolus via pump. The issue occurred with four infsuion sets used between 01-apr-2024 and 15-apr-2024 and the site was patient's abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available

Manufacturer narrative:
Initial and final MDR 1880569 - MDR 3003442380-2024-05889- device 4 of 4